Event description:
It was reported that the artificial urinary sphincter (aus) experienced fluid loss, preventing the patient from achieving full occlusion. Upon revision, air was found in the pump; therefore, both the cuff and the pump were removed and replaced. The location and source of the fluid loss were not determined. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).